Manufacturer narrative:
The adhesive anomaly could not be confirmed as the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her sensor fell out while she was gardening and she wanted a replacement. The patient's blood glucose at the time of incident was 40 mg/dl, which she had already treated by the time she called. The sensor will be returned for analysis and a replacement sensor and a tapekit were shipped to the customer.